Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to have a lower than expected battery voltage reading while still in the packaging. The device was on the shelf of a hospital catheter laboratory. A manual capacitor reformation was performed three times but the monitoring voltage still recorded lower than that listed on the box label. The 'use by date' was in two more months. The device was not in contact with any known magnets.